Manufacturer narrative:
1038671-2024-00064 d10: (B)(6) 180-65-40 - alteon 6.5mm screw, 40mm; (B)(6) 170-40-00 - biolox delta femoral 40mm od, +0mm.

Event description:
As reported via legal documentation the patient had a left hip revision on (B)(6) 2018. Approximately 4 years and 11 months after the first revision the patient had a second left hip revision on (B)(6) 2023. The patient had extensive scarring. The patient encountered a huge adverse local tissue reaction and a large fluid collection and a dark gray trochanteric bursitis that had to be debrided. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided.

Manufacturer narrative:
1038671-2024-04994, 1038671-2024-00064 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04994, 1038671-2024-00064. The most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) acetabular loosening, and bone fracture. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.